Manufacturer narrative:
No additional information is available for this event. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the tube labels stick in centrifuge adapters and don't sit in the adapter properly which causes the tube to break during centrifugation in the basic assembly automate. No injury or exposure was reported and no samples were affected by this issue.